Event description:
Boston scientific received info that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had an untreated episode due to undersensing, with therapy being delivered approx eight minutes later. External rescue was required. Upon evaluation, the sensing vector was found to be sub-optimal and was reprogrammed. Data analysis was done by boston scientific technical services, and it was determined that the other sensing vectors were better options based signal amplitude; there were no prior strips from implant for comparison. Episode review was performed. The first "untreated" event showed the patient's rate was about 90 bpm prior to the ventricular fibrillation (vf) onset; the amplitude of the qrs morphology was small and initially the arrhythmia was appropriately sensed. However, undersensing occurred when the amplitude fell below the sensing floor (functional undersensing). The second "treated" event showed a variable rate at onset and a signal amplitude of less than 0.3 mv, the vf was sensed appropriately with occasional functional undersensing noted. Post shock analysis showed the arrhythmia was not converted by the shock and functional undersensing of the vf initially resulted in post-shock pacing being delivered. Once the post-shock pacing terminated , functional undersensing continued. Additional evaluation options were discussed. Further info was provided that the suture sleeve was undone and the lead had migrated; this was confirmed by x-ray. It was though the patient may have tugged on the pulse generator and lead (twiddler's syndrome). Review of the patient's f/u data noted a decrease in sensing amplitude at a (B)(6) 2015 evaluation with no sensing issues noted. General f/u and product enhancement questions were asked by the physicians. Surgical intervention was performed and the system was explanted. No additional adverse patient effects were reported, and the patient was recovering.

Manufacturer narrative:
Upon receipt at our post market quality assurance lab, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the case. Review of the device memory noted there were no resets, faults, or errors. The remaining battery was 93%. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing function were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.